Manufacturer narrative:
Per the clinic, the patient did not receive benefit with the device. Reprogramming attempts were made; however, the issue could not be resolved. CT scan (specific date not reported) confirmed correct device placement. Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor device performance since activation and poor speech percept. Subsequently, the device was electively explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.